Event description:
Patient had a colonoscopy performed 5/11/92. Colonoscope perforated divrticulum; patient complained of abdominal pain after surgery. Patient was taken to or four hours later for exploratory laparatomy and closure of sigmoid perforation. No colonostomy was needed. Patient is in ICU as of 5/11/92 in stable condition. Equipment is not believed to be defective; there is a 2 risk of perforation when performing a colonoscopydevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-91. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown, inherent risk of procedure, patient's condition - predisposed event. Conclusion: there was no device failure, none or unknown. Certainty of device as cause of or contributor to event: no. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.